Event description:
Customer reported via phone call that the insulin pump alarmed button error and the buttons were not responding. Customer stated that the numbers on the screen started scrolling when trying to enter the time and also when trying to set up a bolus. The insulin pump has not been exposed to moisture or dropped. Blood glucose value was 270 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing. The operating currents were within specification and no display anomaly or button error alarm was noted. However, intermittent up arrow button response was noted due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window, a cracked display window and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.